Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled ¿nosocomial outbreak linked to a flexible gastrointestinal endoscope contaminated with an amikacin-resistant st17 clone of pseudomonas aeruginosa¿. The literature reported that "ercp", "gastroscopy", "endoscopy" and "colonoscopy" were performed using olympus "flexible endoscope" from june 2016 to december 2017. In the subject cases, 11 patients were reported to be infected with amikacin-resistant st17 pseudomonas. Aeruginosa and 1 of the 11 patients died. In addition, the literature reported that the microbiological tests were positive (amikacin-resistant pseudomonas. Aeruginosa) on two endoscopes. There was no information on which model was used in which procedure. Therefore, omsc will submit 13 medical device reports (MDR) depending on the infected patients and endoscopes with positive microbiological tests. This report is 7 of 13 reports.